Event description:
During a call with baxter technical services on (B)(6) 2012 for an unrelated alarm the patient mentioned they had hernia surgery. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 in order to obtain additional information regarding the home patient's (hp) hernia repair. The pdrn stated that she did not believe the device to be related to the hernia event, but also stated that the diagnosis of a hernia was recent. The hernia was not present prior to beginning pd therapy.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for hernia was not confirmed. A review of the device history and service history revealed no issues that could have caused or contributed to the reported difficulty of hernia. The assignable cause was undetermined.